Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked from an unspecified location. This occurred on the same day in the evening after the customer made routine (half year) transfer set change (set 1). The leak was identified after connection of the device to the homechoice claria device for automated peritoneal dialysis (pd) therapy. As a result, the next day the transfer set was replaced (set 2) in the outpatient department. After that, there was no issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.